Event description:
It was reported that this electrode was sub-sternal. This was discovered after reviewing the implant x-ray. A procedure was done a few days post-implant and the electrode was repositioned successfully. There were no additional adverse patient effects.